Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material stuck to the distal end of the subject device. The resistance between the forceps cups and the plug of the handle was high. After removing the foreign material, there was no abnormality of the resistance between the forceps cup and the plug of the handle. The subject device worked. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to the following possible causes. The target area was immersed in blood or water. The instruction manual of the device has already warned as follows. Aspirate fluids such as mucus that adhere to the tube and body cavity tissue. Patient injury such as perforation, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering. Pulling the tissue when applying the current. This could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Event description:
During endoscopic submucosal dissection, the subject device was used. In the procedure, the doctor used the subject device for hemostasis, but the subject device did not activate output and could not stop bleeding. The intended procedure was completed with another device. There was no patient injury reported.